Manufacturer narrative:
During device evaluation at olympus, it was found an e216 error code was displayed due to corrosion of the video connector, a b30 scope communication error occurred due to damage to the imaging unit, the bending angle was insufficient due to the elongation of the angle wire, there was rattling at the connection between the insertion pipe and operation part due to looseness of the insertion part, the curved rubber adhesive was missing, the video connector was cracked, and the lock engagement lever operating force exceeded the standard value due to wear of the lever. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a e216 scope communication error code was displayed when the endoeye flex deflectable videoscope was angled. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenons of error e216 and b30 were presumed to have been due to a failure of the image sensor unit or defect of the inner board of the video connector. Olympus will continue to monitor field performance for this device.